Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received a partial lead was returned in two pieces measuring 18.1 cm for the first segment (connector portion) and 49.4 cm for the second segment. Final analysis found external and internal insulation abrasion. The first segment had no anomalies. The second segment had multiple external and internal abrasions. There were external abrasions breaching the cable lumen at 2.4 to 3.4 cm distal from the distal end of the svc shock coil, the svc cable lumen at 14.6 to 16.8 cm and 28.7-28.8 cm proximal to the distal end of the svc shock coil with the etfe cable intact, the rv cable lumen at 21.9 to 23.1 cm proximal to the distal end of the svc shock coil with one of the rv etfe cable coating abraded, and the re cable lumen at 21.5 to 22 cm proximal to the distal end of the svc shock coil with the etfe cable coating intact. There was internal abrasion breaching the svc cable lumen at 28.2 to 28.5 cm proximal to the distal end of the svc shock coil with the etfe cable coating intact. There was suture sleeve tie down impression at 28.8 cm proximal to the distal end of the svc shock coil and an extraction suture tie at 29.4 cm proximal to the distal end of the svc shock coil. These abrasions are consistent with friction to another device or feature of the heart. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.